Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were explanted due to oversensing of noise that led to an inappropriate shock. The oversensing also led to pacing inhibition with asystole greater than two seconds. A new crt-d and leads were implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
It was noted that the lead was returned severed at 145 mm from the terminal pin. Two segments were returned, a terminal end segment and a tip segment. A midbody segment of lead and or insulation was missing. Visual inspection found explant and extraction damage to the lead. Calcification was noted on the proximal end of the proximal spring electrode along with the distal spring at both ends. An x-ray was performed and no issues were noted. The returned portion of the lead passed electrical testing. Visual inspection did reveal that there were no discernible set screw marks noted on the is-1 terminal pin or ring. Patient code 3191 captures the reportable event of surgery.

Event description:
This report is being filed to submit the analysis results.